Manufacturer narrative:
On 22 september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.